Event description:
It was reported that a patient's vns generator was replaced due to a failure to interrogate the device. A battery life calculation using the available programming history showed approximately 1.6 years until neos = yes. The explanting facility discarded the explanted device; therefore, no analysis can be performed. Attempts for additional relevant information have been unsuccessful to date.